Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at .5-1.75 mg/day) via an implantable infusion pump. It was reported that during a normal pump replacement surgery the catheter was unable to be aspirated from. The pump segment was revised but the anchor site was unable to be determined. It was noted that the hcp was unaware that the anchor site was radiopaque. The hcp decided to abandon the spinal segment and implant a completely new catheter.